Event description:
Product currently subject to field action issuing self test warning.

Manufacturer narrative:
(B)(4). Return of product of product pending. At this time, it cannot be established as to whether issue is related to field action z-0483/88-2011.